Event description:
Information received indicates, the brake casters continue to ratchet after the brake is set.

Manufacturer narrative:
The technician replaced the brake casters to repair the stretcher.